Event description:
It was reported that the right ventricular (rv) pacing lead had high impedance and triggered and alert due to a potential lead fracture. It was also noted that there were stored episode of ventricular fibrillation with therapies delivered while the therapies were turned off. Follow up with the physician noted that the rv lead was turned off as it was no longer required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6996 implantable defibrillation lead, (B)(6) 2010; 6937a implantable defibrillation lead, (B)(6) 2010. (B)(4). The lead remains in the patient and will not be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.